Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well, and was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: a.2, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well and was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that on (B)(6) 2026, the recipient underwent reposition surgery due to electrode migration. A CT scan confirmed the electrode were partially out of the cochlear. A full insertion was completed.

Manufacturer narrative:
Additional information: section b.3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.